Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. Caller initially attempted to reload the cartridge with more than 80 units of insulin remaining, but this did not resolve the issue. Technical support instructed the caller to clean the pneumatic tap area and then guided them through the process of filling and loading a new cartridge. Loading a second cartridge successfully resolved the issue, allowing the caller to resume insulin delivery.